Manufacturer narrative:
Additional information received: "surgeon confirm that the surgimend was implanted along with the implant during the mastectomy, sentinel node biopsy + breast reconstruction surgery on (B)(6) 2023. "The maximum recorded temperature was 38.9c, she was pyrexial from (B)(6) 2023 to (B)(6) 2023. She was investigated with blood cultures, urine cultures and chest x-ray, which did not show conclusive evidence of infection. She had empirical antibiotics (co-amoxiclav then tazocin) and bisoprolol / digoxin for an episode of atrial fibrillation. She was discharged home on (B)(6) 2023 but remained under regular outpatient follow-up for wound management. She returned to theatre on (B)(6) 2023 for right breast wound debridement and implant replacement and left breast wound debridement."

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a 62 year old woman underwent right skin and nipple sparing mastectomy, sentinel node biopsy and immediate reconstruction with implant and adm, and left mastopexy for symmetry on (B)(6) 2023. On the evening of surgery she developed pyrexia and tachycardia, with some redness of the reconstructed breast. Flu and covid swabs were negative, blood cultures were negative. Chest xray was clear, urine culture did not show infection. She remained in hospital for a week. She subsequently experienced issues with wound healing / skin necrosis and returned to operative room for bilateral wound debridement and right implant replacement on (B)(6) 2023. She is not diabetic, not a smoker and this was her initial treatment for primary breast cancer. Her wounds healed, and she started adjuvant chemotherapy in april.

Manufacturer narrative:
Surgimend was not returned for evaluation: DHR - this lot was impacted by non-conformances and a corrective and preventative action that were opened due to data integrity issues identified with in-process and finished goods endotoxin testing performed using the pyros kinetix flex detection equipment and the pyros eqs software per procedure for bacterial endotoxin testing (bet). Integra initiated a voluntary product recall for all products made in the manufacturing site due to potentially high levels of endotoxin in the products. The results of the review determined that the voluntary recall related to non-conformance and the corrective and preventative action cannot be ruled out as a cause to the specified harm of pyrexia and revision surgery. Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed, and the root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.